Event description:
The manufacturer received information alleging visualization of black particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging visualization of black particles. There is no allegation of serious or permanent harm or injury. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's blower needs to be replaced to address the issue. Section "(device) problem code grid (1)" has been updated/corrected in this report.